Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 25-year-old female patient (gravida 1) who had essure (batch no. 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included pap smear abnormal, anxiety, depression in 2008, migraine and vaginal delivery ((B)(6) 2008 (fifth child)). Concurrent conditions included anesthesia, hemostasis and overweight. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera), methadone, sertraline (zoloft), tramadol and vicodin (norco) since 2016. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia) heavy with clots"), female sexual dysfunction ("apareunia (inable to have sexual intercourse)"), hypertension ("blood or heart disorder / condition type: high blood pressure"), fatigue ("fatigue"), mood swings ("hormonal changes; mood swings"), hyperhidrosis ("hormonal changes; sweats"), migraine ("migraines"), headache ("headaches"), coital bleeding ("painful intercourse with bleeding"), back pain ("back pain"), alopecia ("hair loss"), amnesia ("memory loss"), stress ("stress"), abdominal distension ("bloating"), cystitis ("infection (bladder / urinary tract / vaginal) type:") with abdominal pain, urinary tract infection ("infection (bladder / urinary tract / vaginal) type:") with abdominal pain upper and vaginal infection ("infection (bladder / urinary tract / vaginal) type:"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight gain / loss (specify which one): weight loss"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced rash ("skin rash / rashes or skin conditions type:"). In 2017, the patient experienced gingival disorder ("gum disease") and tooth fracture ("teeth breaking / dental problems rotting breaking"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection; yeast"), bacterial infection ("infection; bacterial infections"), urticaria ("hives- stomach, chest and arms"), vision blurred ("visions/eye problems; blurred vision and prescription glasses strengthened"), hormone level abnormal ("hormonal changes"), nausea ("nausea (feeling like pregnant)"), hypoaesthesia ("periodically loses feeling and motor function in bilateral lower extremities") and motor dysfunction ("periodically loses feeling and motor function in bilateral lower extremities"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction, hypertension, fatigue, mood swings, hyperhidrosis, vulvovaginal mycotic infection, bacterial infection, migraine, headache, urticaria, dyspareunia, coital bleeding, gingival disorder, nausea, rash, back pain, alopecia, tooth fracture, amnesia, stress, weight decreased, abdominal distension, hypoaesthesia, motor dysfunction, cystitis, urinary tract infection and vaginal infection had resolved and the vision blurred outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, alopecia, amnesia, back pain, bacterial infection, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gingival disorder, headache, hormone level abnormal, hyperhidrosis, hypertension, hypoaesthesia, menorrhagia, migraine, mood swings, motor dysfunction, nausea, pelvic pain, pregnancy with contraceptive device, rash, stress, tooth fracture, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. The left fallopian tube was first canalized leaving 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia, high blood pressure, fatigue, hormonal changes; mood swings and sweats, infection; yeast and bacterial infections, migraines/headaches, hives- stomach, chest and arms, visions/eye problems; blurred vision and prescription glasses strengthened, abdominal pain, painful intercourse with bleeding, gum disease, did not undergo confirmation test. Outcome of event pelvic pain, abortion spontaneous, pregnancy with contraceptive device, device ineffective, rash, back pain, abdominal pain upper, alopecia, dysmenorrhoea, tooth fracture, amnesia, stress, weight decreased, abdominal distension, hypoaesthesia, motor dysfunction, nausea, dyspareunia were update. Onset date of event nausea, dysmenorrhoea, dyspareunia, back pain, pelvic pain, abdominal distension, stress, alopecia, tooth fracture. Concomitant disease and drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient (gravida 1) who had essure (batch no. 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), back pain ("back pain"), abdominal pain upper ("stomach pain problems"), alopecia ("hair loss"), dysmenorrhoea ("painful periods"), tooth fracture ("teeth breaking"), amnesia ("memory loss"), stress ("stress"), weight decreased ("weight loss"), abdominal distension ("bloating"), hypoaesthesia ("periodically loses feeling and motor function in bilateral lower extremities"), motor dysfunction ("periodically loses feeling and motor function in bilateral lower extremities"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, rash, back pain, abdominal pain upper, alopecia, dysmenorrhoea, tooth fracture, amnesia, stress, weight decreased, abdominal distension, hypoaesthesia, motor dysfunction, nausea and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, hypoaesthesia, motor dysfunction, nausea, pelvic pain, pregnancy with contraceptive device, rash, stress, tooth fracture and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient (gravida 1) who had essure (batch no. 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), back pain ("back pain"), abdominal pain upper ("stomach pain problems"), alopecia ("hair loss"), dysmenorrhoea ("painful periods"), tooth fracture ("teeth breaking"), amnesia ("memory loss"), stress ("stress"), weight decreased ("weight loss"), abdominal distension ("bloating"), hypoaesthesia ("periodically loses feeling and motor function in bilateral lower extremities"), motor dysfunction ("periodically loses feeling and motor function in bilateral lower extremities"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, rash, back pain, abdominal pain upper, alopecia, dysmenorrhoea, tooth fracture, amnesia, stress, weight decreased, abdominal distension, hypoaesthesia, motor dysfunction, nausea and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, hypoaesthesia, motor dysfunction, nausea, pelvic pain, pregnancy with contraceptive device, rash, stress, tooth fracture and weight decreased to be related to essure. The reporter commented: patient need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: teeth breaking, memory loss, stress, weight loss, bloating, periodically loses feeling and motor function in bilateral lower extremities, nausea and dyspareunia (painful sexual intercourse). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient (gravida 1) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rash"), back pain ("back pain"), abdominal pain upper ("stomach pain problems"), alopecia ("hair loss") and dysmenorrhoea ("painful periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, rash, back pain, abdominal pain upper, alopecia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, back pain, dysmenorrhoea, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.